Event description:
Customer reported that pump failed to detect cartridge, resulting in error during cartridge change. There was no information about customer's blood glucose level impact. Customer's device will be returned, and replacement pump has already been issued.